Manufacturer narrative:
Tech found that the brakes would not hold as the brakes were old and worn out. Replaced both brake casters and brake steer casters to resolve this issue.

Event description:
Info received alleged that the brakes on the bed would not hold. No alleged injury by account.